Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and found display is coming white then fse reset the connection of video receiver board and display board also reconnect the display cable connection then check the machine, now machine display working properly. Machine is working ok. Handover the machine to user for clinical use.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) had display failure. No patient was involved.

Manufacturer narrative:
Due to character restriction in e1. Full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.